Manufacturer narrative:
Pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test due to buttons not responding. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had button error. Customer did not press any buttons for three minutes or longer. Customer went to swimming with pump, there was no moisture in the reservoir compartment. Customer stated that the esc button had not been working properly. No harm requiring medical intervention was reported. The device will be returned for analysis.